Event description:
During a coronary artery drug eluting stenting procedure, the stent shaft broke. The physician was attempting to treat a proximal left anterior descending (lad) lesion. Prior to deploying the stent, the physician felt resistance and the guid catheter kinked. The stent shaft snapped in half. There were no patient comlications reported. The procedure was completed using another of the same device.